Event description:
The customer reported an elevated b-type natriuretic peptide (bnp) result, above the normal reference interval, for one patient, involving access 2 immunoassay system. Subsequent testing, of the same patient sample, on an alternate access 2 system, recovered a higher bnp result. The patient sample was reanalyzed after quality control results dropped for all other cardiac assays; however, bnp quality control was within the laboratory's expected range. The initial elevated result was released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The patient sample was collected in a 5 ml ethylenediaminetetraacetic acid (edta) purple top tube and centrifugation was performed at 3,000 rpm (revolutions per minute) for five minutes. The customer stated system daily maintenance was performed on the evening of (B)(6). The customer obtained several level sense errors prior to performing qc but not during quality control. On (B)(6), the customer performed a passing system check and level sense test. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the pipettor tip, a broken mixer, and adjusted the ultrasonic voltages to resolve the issue. The fse noted the faulty mixer had caused the low quality control (qc) recovery. The fse also replaced the instrument fluidics manifold, pump seals, and belts during hardware troubleshooting efforts. The fse verified system performance and high sensitivity system check passed within specifications. Quality control was within the laboratory's established limits following service completion. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications.